Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow up due to pain. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture and lead perforation was suspected. The perforation was confirmed via x-ray. The patient was scheduled for lead revision. The right ventricular lead and implantable cardioverter defibrillator were explanted and replaced. No additional intervention was performed to address perforation as the physician pulled back the lead, the fat outside of the heart closed the hole. The patient was in stable condition before, during and after the procedure.